Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used in the lower esophageal sphincter during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was fully deployed in the correct location but immediately following deployment the stent migrated to the stomach. The physician attempted to remove the stent but the retrieval suture broke. The stent was unable to be removed and the physician left the stent implanted. The patient was sent to another health care facility and the stent was removed on either (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of stent positioning issue. Reported event of stent difficult to remove. The complainant indicated that the device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis found out that only the stent was returned for analysis. The investigator found that the stent suture was not attached to the stent. An examination of the stent cover found several holes throughout the stent cover that were all less than 1mm in diameter, which is within specification. No other issues were noted with the profile of the stent. The noted event was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used in the lower esophageal sphincter during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, the stent was fully deployed in the correct location but immediately following deployment the stent migrated to the stomach. The physician attempted to remove the stent but the retrieval suture broke. The stent was unable to be removed and the physician left the stent implanted. The patient was sent to another health care facility and the stent was removed on either (B)(6) 2014. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Additional information received on 22sep2014 the esophagogastroduodenoscopy (egd) procedure where the stent was implanted was performed on (B)(6) 2014.